Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that a patient had a 17 beat v-tach and the staff reported they only got a yellow alarm and no red alarms. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by remote clinical support (rcs) personnel which included review of patient strip screenshots and clinical audit log. The rcs noted that the strips show the patient on tele 20 at 3:07:46 on (B)(6) 2026; however, the patient is shown to be on tele 13 at that time on clinical audit. The rcs was unable to determine any issue with the monitor. Based on the information available, it seems as though the wrong tele monitor was on the patient or something was labeled incorrectly. Several attempts were made to contact the customer; however, no response was received. Although the clinical audit log was reviewed by the rcs it was not retained for further review. The product malfunction was unable to be confirmed because the customer did not respond to requests for additional information. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.